Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "balloon did not inflate completely" is confirmed. During functional testing, an external leak was confirmed from the iab bifurcate bushing adhesive. The leak would prevent the balloon from fully inflating with the appropriate amount of helium. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. A nonconformance was initiated to further investigate the root cause. We will be monitor for any developing trends. (B)(4).

Event description:
It was reported that the intra-aortic balloon did not inflate completely inside of the patient. It was removed and a new catheter was successfully used. There was no reported patient death or complications.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon did not inflate completely inside of the patient. It was removed and a new catheter was successfully used. There was no reported patient death or complications.